Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited high out of range pacing lead impedance greater than 3000 ohms. An x-ray and manipulation of the device and lead confirmed there were no lead performance issue. The lead measurements were stable when connected to a pacing system analyzer (psa). The physician elected to replace the device as they suspected an atrial channel failure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker exhibited high out of range pacing lead impedance greater than 3000 ohms. An x-ray and manipulation of the device and lead confirmed there were no lead performance issue. The lead measurements were stable when connected to a pacing system analyzer (psa). The physician elected to replace the device as they suspected an atrial channel failure. No adverse patient effects were reported.